Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crack valve, partial delamination of the valve, a curved opening on radius, and fold creases. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve (adhesive failure), and a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.